Event description:
It was reported that the device was stuck in green screen. The audible alarm will not turn off software version 5.0. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Broken battery compartment on bottom case. Unable go into event history log due to blank screen and constant alarm problem. Blank screen and constant alarm was found at power up. The root cause of the reported issue was found to be main board not operating as intended as a result of normal wear. Pump is over 9 years old. Actions were taken to mitigate the reported issue: replaced main board. Performed maintenance.